Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. Device evaluation: the device with lot number 1505854 related to the reported event of deflation was received on 07/aug/2017. Visual analysis of the returned device identified: brown particles, delaminated diapherm flange disk, fold creases, and wear abrasion. A leak test was performed and delaminated diapherm flange disk was found. A microscopic analysis of the returned device identified delaminated diapherm flange disk assessed as adhesive failure, a curved sharp opening on plug strap bond edge assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identified the thickness within specification). Based on the device analysis the final assessment was: delaminated diapherm flange disk assessed as adhesive failure. A curved sharp opening due to unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported a left side "slow leak." A healthcare professional confirmed deflation. The device has been explanted.